Event description:
It was reported by the customer, on (B)(6) 2024, at 09:00, the nurse-in-charge was connecting a central venous catheter to an infusion tee in preparation for the patient's antibiotic infusion, when she discovered that the infusion tee was ruptured at the interface and could not be used, so she was immediately given a replacement tee for infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.